Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that device testing showed noise on the left ventricular (lv) lead and right ventricular (rv) shock channels, when the patient lifts their right arm. The patient had not been seen in over a year and had been in a car accident last year. The noise appeared to be myopotentials. It was also thought that the physician said pacing impedances were greater than 2500 ohms. A chest x-ray was taken and was inconclusive, as it was very hard to tell if the lv lead was fully inserted. However, no lead break was observed. Additional information reported indicated that poor amplitude and high pacing thresholds were also observed on the lv lead. The lv lead and the cardiac resynchronization therapy defibrillator (crt-d) were removed and replaced with another manufacturer's products. No adverse patient effects were reported.